Event description:
Following a dilatation and evacuation procedure with ultrasound guidance, a reddened area was noted on the pt's pelvic area where the ultrasound transducer had been placed. The area measured approx three inches in diameter. Silvadene cream was applied to the reddened area. MFR's field service rep was notified of the incident.